Event description:
The device was used during a bowel procedure. It was reported by the rep. After closing lever of ez35b was closed, the firing trigger was hard to hold, so dr could not fire the instrument. To finish the operation, new instrument was used. There was no consequence to the pt.

Manufacturer narrative:
H4; d5, d6: information unavailable. Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument's firing trigger was reportedly "hard to hold" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.